Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump was experiencing errors. He also experienced unexplained high blood glucose levels. His blood glucose level went from 399 mg/dl to 429 mg/dl. The customer changed the infusion set twice. His blood glucose level went down to 123 mg/dl but it was going up again. The device was not returned.